Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. No specific model and lot number provided. The exact cause of the user's report could not be conclusively determined. However, based on the info provided, the cause appeared to be related to user error.

Event description:
Olympus was informed that during a colonoscopy procedure, the pt's colon was perforated. Th perforation was reportedly due to the user snaring what was thought to be a polyp but was the colon. The procedure was stopped and the pt was rushed to surgery. Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the procedure was diagnostic in nature. The pt was transported to another hospital for surgical intervention. The user reported that the operating physician was relatively new. There was no further info provided.